Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, discovered a jaw of instrument was missing on the force bipolar insturment. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the piece of the jaw was noted to be missing when the instrument was inspected in central sterile the next morning after the case. It was not noted at any point during the case, and it is unknown how or when the instrument broke. The surgeon was made aware on 5-aug-2025 in the morning and an x-ray was recommended.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip. A piece approximately 17.83 mm x 4.85 mm was found to be broken off. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.